Manufacturer narrative:
No patient information provided to date after calls to customer 02/26/21, 03/03/21, and 03/08/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control module, color control module 7100 vent with (B)(4) software, control board, and key were replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that results in a system restart. There was no report of patient injury.